Event description:
Surgeon performed a plif procedure at l3-l4 and instrumented the pt from l3-s1. During insertion of the left s1 screw, the screw could not be inserted more than about 90%. Surgeon attempted to remove the screw but could not get it out. He used the 3.5 mm setscrew extractor and the tip broke off inside the screw head. Surgeon attempted to drill out as much as possible, but could not confirm all was removed. The screw could not be further inserted nor removed, and the surgeon placed a 3-d head on the screw to complete the procedure without further incident.

Manufacturer narrative:
Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation is ongoing, no conclusion can be drawn. Subject device is currently in the eval process.